Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was in quite a bit of pain. The patient stated that they were having to take pain medication, but they didn¿t like that as it made them feel sick and dizzy. It was indicated that the therapy concern was not related to positional movement. Patient services had the patient communicate with the ins using their programmer and they indicated that their stimulation was off. Patient services had the patient reduce the setting to minimum settings and confirmed a triple beep on both sides. The patient stated that on friday they tried to turn it on and it caused them more pain. They stated that they did something and it felt like it was full. The patient confirmed that the stimulation was hurting them. Patient services had the caller confirm that the device was off, stating that the yellow light was illuminated. Patient services attempted to have the ins back on and then the patient heard a triple beep. The patient indicated that this was considered to be a sudden change in therapy/symptoms and the event began on (B)(6) 2019. The patient called back later the same day as they stated they couldn¿t remember the outcome of their initial call, they stated that they had talked to several people. It was reviewed that the patient was redirected to their healthcare provider (hcp) to have their ins battery status checked as it sounded like the ins battery had depleted. The patient then repeated the information about the pain reported int heir initial call. The patient stated that they only had a primary care physician and state that they did not want to make additional calls anymore, they had been on the phone for too long. An email was sent to the filed staff to follow-up with the patient to arrange for a device check. No further complications were reported/anticipated.